Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR # (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products; unk, unk exceed cup size 50, unk. Ps129gm2, gts standard fmrl stem size -2, unk. Unk, unk head ceramic size 32, unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered dislocation. Attempts have been made and additional information on the reported event is unavailable.